Event description:
It was reported that both led lights in a operating room went out at the same time. The wall control panel was not lit up. The power supply box was reset and lights came back on. There were no reported adverse consequences. After following up with the hospital, it was further reported that both lights went out during the beginning of a neurological case. The malfunction was reported to the electrician who reset the power supply box and was able to get the lights back on after about 5 minutes. The doctor was able to continue with the case, and the lights stayed on for the duration of the procedure.

Manufacturer narrative:
This product does not have an expiration date. Evaluation summary - the service technician dispatched to the account noticed that the lights were working properly, but the wall control would not power on. After checking the cabling, he found that the cable from the power supply box to the wall control was unplugged. This cable was plugged in, and the wall control and lights worked properly.